Event description:
A customer observed several elevated hdlc results while conducting a proficiency survey. Elevated results of the magnitude observed while testing patient samples may lead to appropriate physician action. There was no report of patient harm as aresult of this event.

Manufacturer narrative:
The customer started the proficiency testing with a new lot of slides, and a new calibration. Quality control values were elevated, though within the range of means. Since that time. A new calibration with the same lot of slides produced qc results that were closer to the center of the range of means. The elevated proficiency values appear to be related to one calibration. The root cause of the altered calibration is unknown.